Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate shock. The device was started up at 4:34:13 on (B)(6) 2022. At 16:56:08, an arrhythmia was detected. ECG af with rvr at 160 bpm with pvcs. At 16:57:34, the patient received the inappropriate treatment. Rhythm at time of treatment was af with rvr at 160 bpm with pvcs. Post shock rhythm was af at 90 bpm with pvcs. Af with rvr contributed to the false detection. The device was shut down at 12:38:14 on (B)(6) 2022. The patient passed away on (B)(6) 2022.